Event description:
The customer stated the apexpro telemetry server lost monitoring unexpectedly. Eleven patients were left unmonitored for 30 to 35 minutes as a result of the failure. Clinicians were available to visually monitor the patients. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is completed.